Manufacturer narrative:
Prod analysis could neither confirm nor deny the crossing difficulty as stated in the complaint. Prod analysis revealed stent damage/movement and a hypotube fracture. The delivery device with stent on the balloon was rec'd with a snare device attached to the proximal, damaged end of the stent. The stent had moved distally and the catheter also exhibited a hypotube fracture. The manifold was not returned for analysis. The catheter exhibited a hypotube fracture located 143.6 cm proximally from the distal tip. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking potentially compromised the strength of the hypotube and contributed to its fracture. The cause of the original kink or the subsequent fracture could not be determined. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. Microscopic examination of the material surrounding the damage did not reveal any inherent material deficiencies that would have contributed to the damage. The most probable root cause is the design constraint of the delivery device. The balloon was visually and microscopically examined. No visual defects were observed under magnification . The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly mfg. The mfg records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specs.

Event description:
Same case as MFR report # 6000093-2007-01848. This complaint is now reportable based on the analysis completed in 2007. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. No pt injuries or complications were reported. However, the returned prod confirmed that there was stent damage. The target lesion was proximal to distal lad, 99% stenosis, highly tortuous, calcified lesion. A 3.0x32mm taxus express2 drug eluting stent could not cross the lesion and balloon angioplasty was performed. Then this 3.5x32 mm taxus experess2 was advanced and also could not cross the lesion. The device was withdrawn from the pt. The procedure was reported to be completed with another device and the pt was "fine."